Manufacturer narrative:
Date of event is estimated. Reporter phone number:(B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-03268. It was reported that diagnostics revealed high impedance on both leads. Reportedly, patient experienced occasional shocking sensation. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.